Manufacturer narrative:
Evaluation code grids updated.

Event description:
It was reported the device monitor won't boot and shows message "cannot locate mpm application.exe please re-apply latest software update." The device was not in use on a patient at the time of event, there was no patient involvement.